Event description:
Customer reported an error message from the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's spo2 trunk cable.